Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that for the past 6 months the battery gauge has been fluctuating. Reportedly, the battery jumped rom 40% to 80% back down to 20% without being connected to a power source. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.